Event description:
It was reported that the stylus pen of the programmer did not line up with the buttons to press. Switching out the pen did not resolve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the stylus does not line up with the buttons on the display, as a result the bezel overlay assembly was replaced and the stylus was calibrated. (B)(4).